Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Effective therapy was restored postoperatively. Surgical intervention addressed the issue

Manufacturer narrative:
The reported communication issue with the returned ipg was confirmed. Analysis of the returned ipg found it was in service app; once the device was placed in therapy mode it passed all functional testing and it communicated with all lab utilities. As a result of this finding, actions have been taken to prevent re-occurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient cannot connect to the ipg with external devices following an unrelated surgery. Surgical intervention may be pending to address the issue.